Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation when the stimulation was turned on. There was no known accident or incident related to this event. The pt attempted to turn her stimulation on when laying down for bed. She turned it up to 10.5 v and could not feel stimulation. She was able to duplicate this at her doctor's appointment. She should have been able to feel stimulation in her lower back. The lead impedance measurements were normal. Electrode impedances for all combos were in the 600-700 range except any combo with electrode 10 was out of range. Group impedance was just over 300. The lead migrated out of the epidural space into the surrounding tissue. This was the contributing factor to the loss of stimulation. The lead was successfully revised on (B) (6) 2010. The existing lead was repositioned and the pt received adequate stimulation.

Manufacturer narrative:
(B) (4).